Manufacturer narrative:
(B)(4). The associated complaint devices were returned and evaluated. A visual inspection of the returned devices noted the devices resemble typical explanted devices. The devices were manufactured in 2012 and 2013. A review of complaint history revealed no prior complaints for the listed lots/failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A dimensional analysis performed on the head noted the device is within drawing print specifications. A dimensional analysis was not performed on the stem due to bone growth on the device. An evaluation performed by our lab noted bony growth visible on the proximal porous coated region of the stem .this growth appeared well adhered to the stem and did not dissociate with the application of manual force. A small amount of burnishing was visible on the distal end of the stem. Markings present on the modular neck could have been caused by impingement of the neck in vivo or caused by tools used during removal of the components. The taper engagement surface between the stem and neck showed signs of discoloration. The taper surfaces of the femoral head and neck did not exhibit signs of significant damage. Damage was visible on the articulating surface of the femoral head. Edxa analysis showed that this area contained titanium and iron. It was concluded that these markings could have been caused by metal transfer from the acetabular shell or tools used to remove the components. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time.

Event description:
It was reported that a revision was performed due to pain.